Event description:
It was reported that after being implanted with optiblue (unknown model), the surgeon had the impression that patients see vitreous opacities more pronounced than expected. The issue was first identified during post operative exams. Daily activities were significantly affected. Through follow up, we learned that the doctor thought that 10% to 20% of his patients had these symptoms, but the doctor did not know how many patients were involved. The doctor subsequently treated some of these patients with a vitreolysis laser, and the symptoms then reduced or disappeared. It was also unknown how many patients received the vitreolysis laser treatment. Visual acuity afterwards was good. The doctor thinks that the intraocular lens (iol) provides very high contrasts, which he thinks could be caused by the optiblue filter. The doctor states that with other trifocal iols, he sees fewer post operative symptoms like these. No further information was provided. This report is for patients treated with a vitreolysis laser. An additional report was submitted for patients who were treated with a vitrectomy.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown / not provided. Additional device information. Model number: unknown/not provided. Catalog number: partial catalog number indicated since lot number was not provided. Serial number: unknown/not provided. Expiration date: unknown as serial number has not been provided. Unique identifier (UDI) number: a partial UDI was provided as the serial number was not provided. If implanted, give date: unknown / not provided explant date: not applicable, there is no indication the device was explanted. Telephone number: (B)(6). The intraocular lens (iol) was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Show less

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code "2140 - visual disturbances" provided on the initial report needs to be corrected. The correct clinical signs code is "1866 - vitreous floaters." Field below updated: section h6: health effect clinical code: 1866. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.